Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. Coagulated blood was present between both screw flanges and polyurethane (pu) potting cut surfaces. Visual examination did not identify any kinked, looped, loose, broken, or damaged fibers on the circumference of the fiber bundle. The dialyzer was subjected to a laboratory bubble point test where no leaks were observed (possibly due to coagulated blood). The dialyzer was then subjected to destructive disassembly for further analysis. The cavity ID end of the fiber bundle was submerged in a water bath while compressed air pressure was allowed through the fiber bundle at a regulated rate. An air leak, observed as air bubbles escaping from the inferior surface of the pu, was identified at approximately 120 degrees with the dialysate ports at 0 degrees. A microscopic examination was performed which revealed that a short fiber was present on the fiber bundle. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the dialyzer revealed the presence of a short fiber on the fiber bundle. Additionally, the fiber bundle was submerged in a water bath, and then pressurized; an air leak was observed at the location of the short fiber. Therefore, the complaint has been deemed confirmed.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood test strips were used and positively confirmed the presence of blood as the leak was not visually observed. No dialyzer damage was visible. Additionally, no damage to the dialyzer packaging was observed. The patient¿s estimated blood loss (ebl) was noted as being approximately 300 cubic centimeters (cc). No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device was available to be returned to the manufacturer for evaluation.